Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring 2718 ohms. A chest x-ray was performed and it was determined the lead was fractured. Additionally, there was noise and thresholds were high. Tachycardia therapy was deactivated. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).